Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the test would not start with the adc device, after applying sample. The customer reported symptoms of chills, weakness, and seizure. The customer reported being able to self-treat (unspecified), and then went to hospital. However, there was no additional treatment provided at hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this report serves as a correction for 2954323-2022-35251 as the DHR information had been updated.

Event description:
A customer reported that the test would not start with the adc device, after applying sample. The customer reported symptoms of chills, weakness, and seizure. The customer reported being able to self-treat (unspecified), and then went to hospital. However, there was no additional treatment provided at hospital. There was no report of death or permanent injury associated with this event.